Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 423 mg/dl. The customer's other blood glucose value mentioned are 417 mg/dl, 439 mg/dl, 413 mg/dl, 337 mg/dl, 380 mg/dl, 180 mg/dl. The customer did not provide any information about symptoms and treatment. The insulin pump will not be returned for analysis.